Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at levels t12-l1 to treat vertebral compression fractures. Per the report, the curette was being used "to create a pathway, to encourage balloon inflation and ideal cavity creation, when the tip of the curette bent. It did not get stuck and require a reset, it bent slightly". Initially, the physician "could not retrieve the curette through the working cannula" however, the curette tip was able to be manipulated enough to draw it back into the cannula and remove it from the vertebral body. It was reported that the physician had to remove the entire cannula in order to remove the curette from the vertebral body. No fragments are remaining in the patient. The procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: product analysis: "visual and functional manual evaluation did not identify issue with instrument as received. Comparison against a straight edge did identify slight bend along the primary shaft, from the transition to the instrument proximal tip."